Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent air bubbles in the tubing. The customer would prime the tubing to remove the air and resolve the issue. The customer could not recall if the blood glucose was impacted.